Manufacturer narrative:
(B)(4). (B)(6). Since the lot number was not provided, this information cannot be determined. (B)(6).

Event description:
According to the reporter, during a nephrectomy procedure, the tip of the device broke and fell into the patient's abdominal cavity. This was noticed after the surgery. The part fell into the patient's cavity and was retrieved. The surgeon said that he/she could have used the device with twisting it. The procedure was completed with another device.